Event description:
A 6f angio-seal was selected for use following a pre-deployment angiogram and the device was deployed without incident. After cutting the suture, bleeding was observed from the puncture site. Hemostasis was achieved using a femostop device. The patient was kept overnight for monitoring.